Manufacturer narrative:
G4: 05aug2020. B4: 19aug2020. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse replaced the user interface assembly to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:(B)(6) 2020. B4: (B)(6) 2020. The user interface was received for failure investigation. Testing confirmed the failure and revealed the root cause to be failure of the ic u7 component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
The customer reported a ventilator with a screen issue. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event.